Manufacturer narrative:
An evaluation of the device cannot be performed as the device remians implanted. Additional information was requested and if it becomes available will be submitted in a supplemental report. Remains implanted.

Event description:
Patient is experiencing pain in left hip that was implanted in 2005 at (B)(6). He has been advised it may need to be replaced due to high chromium levels. Patient is unsure whether the stryker hip is the cause.

Manufacturer narrative:
An event regarding pain & elevated ion levels involving unknown left hip was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the devices were not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: a review of the provided medical records and x-rays by a clinical consultant indicated: "a review of the provided medical records and x-rays by a clinical consultant indicated: "the primary harm involved is pain although it is less than the patient had pre-operatively. There is concern that the patient has an elevated chromium level indicative of metal corrosion or wear but this is not substantiated in the records provided. There is insufficient documentation presented to complete this assessment. Further documentation required would include: laboratory blood/serum reports, synovial analysis, mars MRI and/or ultrasound, operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, implant retrieval." Additional records submitted to the clinician for medical review addendum also indicated: "the primary concern in this product inquiry related potential elevated serum chromium levels indicative of metal corrosion or implant wear. This is not substantiated in the initial, or additional records, provided. There is insufficient documentation presented to complete this assessment." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded: a review of the provided medical records and x-rays by a clinical consultant indicated: "the primary harm involved is pain although it is less than the patient had pre-operatively. There is concern that the patient has an elevated chromium level indicative of metal corrosion or wear but this is not substantiated in the records provided. There is insufficient documentation presented to complete this assessment. Further documentation required would include: laboratory blood/serum reports, synovial analysis, mars MRI and/or ultrasound, operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, implant retrieval." Additional records submitted to the clinician also indicated: "the primary concern in this product inquiry related potential elevated serum chromium levels indicative of metal corrosion or implant wear. This is not substantiated in the initial, or additional records, provided." There is insufficient documentation presented to complete this assessment. Further documentation required would include: laboratory blood/serum reports, synovial analysis, mars MRI and/or ultrasound, operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, implant retrieval." The exact cause of the event could not be determined because insufficient information was provided. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient is experiencing pain in left hip that was implanted in 2005 at (B)(6). He has been advised it may need to be replaced due to high chromium levels. Patient is unsure whether the stryker hip is the cause.